Manufacturer narrative:
The returned device was evaluated and found to have a punctured reservoir. The investigation showed corrosion on the pcb, indicating that a leak occurred within the pod. A puncture was noted on the reservoir and was determined to be the source of the leak. However, it could not be determined if this puncture was caused by the user or if it was a manufacturing defect. Mylife omnipod insulin management system ¿ user guide model: ent450 14518-5c-aw rev e 03/16 checking your blood glucose 7 / page 96 warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose levels reached 22.2 mmol/l (400 mg/dl) while wearing the pod between 4 and 24 hours on the arm.